Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion alarms while using the avea ventilator. The customer reported troubleshooting the breathing circuit and replacing the mutlivent filter. Upon further investigation, the customer reported the scroll pump to be defective after running the machine with an external air input. The customer reported the involved component is not available for evaluation and servicing. The customer reported no patient involvement associated with this event.